Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum / cat blood collection tubes the stopper pulls out of the tubes when in an analyzer. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: there is "cap separation during centrifugation." According to the customer's report, after recapping, the cap was separated during centrifugation, resulting in leakage. Additional information received 3/24/21: the leakage was contained within the centrifuge. The technician was wearing ppe. There was no exposure and no erroneous results.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-28. H6: investigation summary: bd received two (2) samples for investigation. One (1) sample was an unused tube from material # 367819, batch # 9310987 and the other sample was one (1) unused tube from a different batch (# 0066014) for comparison. The samples were evaluated by functional testing and the indicated failure mode for loose caps with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of loose caps through corrective and preventive actions. CAPA pr # 1875009 has been initiated by bd for documentation relating to the issue of loose caps to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® serum / cat blood collection tubes the stopper pulls out of the tubes when in an analyzer. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: there is "cap separation during centrifugation." According to the customer's report, after recapping, the cap was separated during centrifugation, resulting in leakage. Additional information received 3/24/21: the leakage was contained within the centrifuge. The technician was wearing ppe. There was no exposure and no erroneous results.